Event description:
It was reported that the customer was hospitalized due to low blood glucose levels after the insulin pump delivered 17 units of unwanted insulin. The customer's blood glucose levels dropped to 27 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. Advised the mother that the insulin pump does not deliver insulin unless it is programmed. Suggested using the block feature. The mother agreed to monitor the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.